Manufacturer narrative:
The investigation determined the event was caused by the use of micro cups supplied by beckman coulter which cannot be used on the analyzer and the customer not using sample tube adapters for 13 mm tubes. Product labeling indicates that the correct use of standard tube racks adapters is mandatory for 13 mm tubes to prevent incorrect results and errors due to misaligned sample tubes.

Manufacturer narrative:
The field service engineer performed checks and alignments of the system. Performance testing was completed and was acceptable. The customer was using micro cups supplied by beckman coulter which cannot be used on the analyzer. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys probnp ii immunoassay result for one patient from the cobas e411 disk analyzer. The initial result was 9.0 pg/ml and the repeat result was 5539 pg/ml. Information regarding if the questionable result was reported outside of the laboratory was requested but was not provided. The reagent lot number was 466219. The expiration date was aug-2021.